Manufacturer narrative:
This follow up report is being filed to relay additional information. Concomitant: medical products - unknown cup p/n unknown l/n unknown. (B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 25 years post-implantation due to dislocation, wear and disassociation of the acetabular liner, and osteolysis. During the procedure, non-union of a greater trochanter fracture that was noted. It is unknown when the fracture occurred. The femoral head, acetabular liner, and femoral stem were removed and replaced and no additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Date implanted - in the early 1990s. Concomitant medical products - unknown head, unknown hgp cup, unknown zimmer modular iowa stem. The product will not be returned to zimmer biomet, as it remains implanted. However, an investigation has been initiated and upon completion of the investigation, a supplemental report will be filed accordingly.

Event description:
Patient has been indicated for revision of the acetabular liner due to wear. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.